Event description:
A site registered nurse (rn) reported that, while in a cranial procedure, after going sterile and attempting to navigate, there were no images in the 2d and 3d windows. They registered with 6 points in pointmerge, one fiducial behind each ear and four fiducials on the forehead. Registration was checked before going sterile and deemed accurate. They then went sterile, and when attempted to navigate found there were no images showing in the quadrants, however, the navigation system showed the passive planar blunt probe and the frame as green. Attempted using check points and there was no change. The surgeon removed all navigated instruments from the field and opted to complete the procedure without the use of the navigation system. There was no delay in the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight updated to proper value.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Software analysis completed, unable to determine probable cause with the information provided. Suspect frame was placed incorrectly after going sterile. In addition, navigation system check-out was completed and found no issues. No further issues have been reported.